Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. A cold reset was performed . The customer¿s blood glucose level was 156 mg/dl at the time of the incident. Customer was unable to pump rewind. The insulin pump will be returned for analysis. .

Manufacturer narrative:
Insulin pump passed the displacement test, self test and unexpected restart alarm test. No unexpected restart alarm anomalies noted. (B)(4).